Event description:
Manufacturer was informed of the event through device tracking department. Based on the information on patient registration form, on (B)(6) 2021, pvs27 was explanted intra-operatively. Reportedly, patient is now deceased. No further information has been received from the site about any device malfunction nor patient injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer attempted to follow up with the site, but no further information has yet been received, despite multiple attempts of follow up. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, form the document review performed; no manufacturing deifies were noted. Should further information be rein the future, a follow up report will be provided.